Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid serial number has not been provided for the libre reader. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) 2020, his adc freestyle libre 2 sensor low glucose alarm did not sound when he became hypoglycemic. The customer experienced a lost consciousness and was unable to self-treat. The customer¿s wife, who is a paramedic, administered glucagon as treatment. There was no report of death or permanent injury associated with this event.